Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when the nurse was performing catheter maintenance for the hemodialysis patient before going to the machine, a crack was found at the threaded opening of the venous end of the catheter. When the syringe was aspirating the sealing fluid, air entered from the crack. The nurse reported the matter to the attending physician in a timely manner, who then reported it to the department director. Measures taken: hospitalize the patient as soon as possible and replace the central venous catheter with a new one. There was no reported patient outcome.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when the nurse was performing catheter maintenance for the hemodialysis patient before going to the machine, a crack was found at the threaded opening of the venous end of the catheter. When the syringe was aspirating the sealing fluid, air entered from the crack. The nurse reported the matter to the attending physician in a timely manner, who then reported it to the department director. Measures taken: hospitalize the patient as soon as possible and replace the central venous catheter with a new one. There was no unusual observed on the device prior to use. There were no other visible defects/damages found on the product. Flushing was done prior to use and with normal result. Connected and used with the extracorporeal tubing were the other product being utilized with the device. The blood was safely returned to the patient. The catheter was replaced as the intervention/treatment required as a result of the event and the remedial action. There was 6 ml of blood loss and blood transfusion was not required due to the event. There was no reported patient outcome.

Manufacturer narrative:
Additional information: b5, g3, h6 (ime, imf) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when the nurse was performing catheter maintenance for the hemodialysis patient before going to the machine, a crack was found at the threaded opening of the venous end of the catheter. When the syringe was aspirating the sealing fluid, air entered from the crack. The nurse reported the matter to the attending physician in a timely manner, who then reported it to the department director. Measures taken: hospitalized the patient as soon as possible and replace the central venous catheter with a new one. There was no unusual observed on the device prior to use. There were no other visible defects/damages found on the product. Flushing was done prior to use and with normal result. Connected and used with the extracorporeal tubing were the other product being utilized with the device. The blood was safely returned to the patient. The catheter was replaced as the intervention/treatment required as a result of the event and the remedial action. There was six ml of blood loss and blood transfusion was not required due to the event. There was no reported patient injury.